Event description:
It was reported that there was smoke from the fiber connection end and the blast shield was burnt. There was no patient outcome reported.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse replaced the blast shield and fiber which resolved the issue. Therefore, the reported clinical observations were confirmed. It was concluded that the blast shield was defective. It is likely that the defective blast shield could have affected the device performance leading to the reported event. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.